Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Event description:
The customer reported to olympus that when using a high frequency electrosurgical generator, there was an error message e433. The event occurred during preparation for use for an unknown procedure. The intended procedure and completed with a similar device. There was no patient under sedation, no procedural delay, and no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a faulty high voltage power supply (hvps) board. In addition, an error code e457 appeared due to the faulty hvps board. Error e433 is triggered by the device¿s safety system and occurs during device startup if the effective value of the output signal which is set for testing falls below the intended limit of 130v. For safety reasons, the esg-400 is then restarted. If the cause of the error remains, unlimited permanent restarts may be the result. The device is then no longer operational. Error message e433 can only occur during device startup. From a technical perspective, it is not possible for error message e433 to occur during operation. However, the potential cause for the error message arises during use. Based on the device evaluation, the cause of the e433 error was isolated to a defective generator board. In general, the customer is required to check the function of all devices used prior to a procedure. In addition, according to the instructions for use, a suitable replacement device must be provided during an application. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.